Event description:
This is a non-u.s. Product problem. The malfunction occurred in (B)(6). Consumer stated on three separate occasions when removing a tampon from her vagina, a part of the tampon remained inside her. The tampon stretches and comes off at the end of the tampon.

Manufacturer narrative:
The device history record could not be reviewed because the consumer did not provide lot code info. Samples were not returned for investigation.